Event description:
Per the clinic, the patient experienced a loss of abutment while healing from initial implantation. An attempt was made to tighten the abutmen on (B)(6) 2025; however, the issue could not be resolved. The device was explanted during the same procedure. There are no plans to reimplant the patient with a new device as of the date of this report.